Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: death. Time of adverse event: during the procedure. It was reported that the graftmaster stent would not cross beyond the left main. Therefore, the graftmaster stent could not be deployed to treat the perforation. There is no info regarding what caused the perforation or if another device was used to treat the perforation. Subsequently, the pt died. However, there is not reported details regarding the pt death. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The customer reported that the device was discarded. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.